Event description:
On (B)(6) 2025 the user reported hyperglycemia with a highest blood glucose (bg) of 331 mg/dl after experiencing difficulty connecting the cartridge and noticing possible insulin leakage. The user reconnected the cartridge and resumed dosing, with bg returning to range by the end of the call. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.